Event description:
It was reported that scheduled review of remote home monitoring data noted that this pacemaker and non-boston scientific right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Daily lead measurements were noted to be stable and within normal limits. Further review was recommended. No further assistance was requested. No adverse patient effects were reported. This device remains in service. Additional information has been requested; however, no additional information is available at this time. If pertinent information is provided in the future, a supplemental report will be submitted.